Manufacturer narrative:
The driveline remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files revealed parameters to be within normal pump operation. However, on-site inspection revealed an old sheath repair broken and an outer sheath broken and yellowish. A driveline sheath repair was performed to mitigate the conditions reported. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the old sheath repair broken is one location. During the service evaluation, the old driveline sheath repair was broken in one location about 20cm away from the connector. The driveline is in a bad condition with the outer sheath is yellowish and driveline outer sheath broken in several locations. A driveline sheath repair was performed in the outpatient following instruction to cover the driveline on the complete length. The patient was not prepped for the procedure and there were no pump stops. The patient tolerated the procedure well.